Event description:
It was reported that the 9800 system intermittently loses power. Also, the printer is not working properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The printer was cleaned and power cord was repaired during the service call. The system was tested and found to be working as intended, and put back into service.